Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 439 mg/dl. The customer stated that she checked her blood glucose every hour and it came down to 312 mg/dl. The customer stated that there were 3 air bubbles in her tubing. The customer stated that the air bubbles were larger than a grain of sand near the tubing connector. The customer was advised to run a 5.0 unit fixed prime. The customer stated that insulin did exit the tubing. The customer declined to troubleshoot for high blood glucose.